Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and damaged battery cap. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there is nothing on the screen; the customer mentioned that he wiggled the cap and the screen will come back on. The customer stated that the battery cap looked flat. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.